Event description:
It was reported an MRI was done on the patient and it was identified that the patient had a granuloma. The patient was being seen by a healthcare provider (hcp) for the management of a myeloma, and an MRI was done for that purpose. It was at that unrelated MRI that the granuloma was discovered. The pump was emptied of drug and replaced w/ saline. There was no further action and the patient did not report any symptoms. The pump was used to deliver morphine. It was later reported the granuloma was located at the catheter tip, and was identified by MRI on (B)(6) 2013. There was no hospitalization and the patient outcome was reported as a ¿serious illness/injury-recovered without sequelae¿. The hcp planned to continue with the infusion of saline and repeat the MRI in one month from (B)(6) 2013.

Event description:
Additional information received reported that the mass was diagnosed on (B)(6) 2013 via MRI and the patient had an increase in their usual pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).